Manufacturer narrative:
The returned catheter was patent. Therefore the condition of the complaint could not be duplicated by laboratory personnel. The catheter also met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that fluid cannot flow through the catheter. According to the report, there was no injury to the patient.